Event description:
The customer alleged while the respiratory therapist was performing routine ventilator checks, she noticed the ventilator auto-cycling. The pt was manually ventilated and the ventilator was switched out. The very ill pt died within 1 hour of the event. The pt suffered bi-lateral pneumothoraces, however it is unknown whether this occurred prior to or after the event. During service, the mallinckrodt customer support engineer verified the auto-cycling condition with the settings provided by the customer. The device was inspected and the pressure tranducer pcb and solenoid 8 assembly were replaced. This action corrected the constant auto-cycling, however continued service testing revealed when peep was added the ventilator again auto-cycled and the exhalation valve assembly and exhalation pilot pressure kit were replaced. The unit then passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.